Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The user facility reported an adverse event experienced by a patient undergoing a sustained low efficiency dialysis (sled) treatment. The nurse stated that the patient went unresponsive and coded approximately 20 minutes after initiation of the sled treatment. There were no machine alarms generated during this event. The blood within the extracorporeal circuit was returned to the patient, the treatment was ended, and the patient was resuscitated. The patient coded again after being taken off the machine and was resuscitated once more. The patient was already in the intensive care unit (ICU) when the sled treatment was performed. Hospital staff managed the patient and handled the situation. There was no patient blood loss. Additionally, the patient was noted as being severely ill prior to undergoing this therapy. The patient had multiple comorbidities including multiple infarctions, anemia, thrombocytopenia, delirium, fevers, and was on infection protocol. The patient¿s prescription was reported as being 4k, 3.5ca bath (in jug), however, the machine concentrate selected was 4k, 3.0ca. The nurse does not believe that the patient coding could be attributed to the incorrect concentrate settings on the machine. The charge nurse indicated that everything on the machine was set purposely and confirmed that the settings did not change autonomously. The patient¿s current condition was noted as being okay. However, follow-up information was received which revealed that the patient¿s family elected to remove the patient from dialysis treatments. The charge nurse was not able to specify if the patient was in hospice or receiving further medical intervention. Following the event, the machine was evaluated; no machine malfunctions or system deficiencies were identified. The machine was cleared for a return to the floor, and then placed back into service at the user facility without issue. No acid/bicarb concentrate samples are available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Functional testing performed by the biomed confirmed that the unit was operating properly. No malfunction of the 2008k2 hd machine was observed or identified during the evaluation. Follow-up information was provided which confirmed that the 2008k2 hd machine was cleared for return to service, and then placed back into service at the user facility without issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the material and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.